Event description:
The customer reported a leak of diluted blood of approximately twenty (20) ml coming from the coulter lh 750 hematology analyzer onto the counter top. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) was not able to confirm where the leak originated from. The fse found a damaged solenoid sol116 which is the vc19 isolator 2. The fse replaced the solenoid sol116. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).